Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 leaked chemotherapy medication onto the floor during use. The following information was provided by the initial reporter: "she mentioned that the other day the a patient had chemo meds leaking out and onto the floor. They think it was from the n35, but in the commotion of the situation the n35 was thrown away. I explained that it was probably due to not being connected correctly by the clinician... The customer agreed, because she verbalized that she has sense taken one and hit it with a hammer and run it over with her car and it still didn't leak! Informed the customer that the cannula housing spins to allow the internal connections the ability to rotate slightly helping to prevent possible kinking in the line. Regarding the leaking injector due to not having it and not knowing the lot number there is not much that can be done. Informed customer that it was probably a connection issue."

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for decice evaluation. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.